Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had no power due to drawer 3.1. A field service engineer (fse) replaced drawer controller printed circuit board (pcb) to resolve the issue and customer was able to access the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen went black and the unit would not power on. The customer stated that the issue occurred when a nurse attempted to log in, after which the station shut down. The device does not turn back on despite reboot attempts and checked the power cable does not resolve the issue. However, there were no delays or adverse events or injuries reported based on this event.